Manufacturer narrative:
The analysis results found that the device arrived in the open position, with no staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the firing sequence is not complete, you can deploy the staples without cutting the washer. The safety was noted to be stuck and had to be forced in order to deactivate it, after this the trigger was activated, the knife and drivers moved properly. The device could not be opened or closed as the rotating knob could not be turned, an extra force was applied to try to open the device and the knob-rotating pin broke while performing the analysis. The device was disassembled to verify the condition of the internal components; rust and dry body fluids were found between the rod and the casing post, not allowing the device to open or close. No conclusion could be reached as to how the rust was formed between the rod and the casing post. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications.

Event description:
It was reported that during a pph stapled anopexy procedure the device fired as normal and heard the crunch. When he tried to open and remove, the device could not be removed. The device had to be cut out of the patient and perform internal repair. On inspection the purse string was still in tact and the tissue appeared not to have been excised.